Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on 20 december 2023 wherein the lead was explanted and replaced restoring therapy.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000068040. B3-date of event is estimated.